Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was recently hospitalized due to diabetic ketoacidosis and high blood glucose levels. Blood glucose level at the time of admission was 1100 mg/dl. Caller stated that the customer was in a coma and had septic shock. The customer was wearing the insulin pump at the time of hospitalization.